Event description:
It was reported that after a percutaneous neurological intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed as the analysis of the returned device revealed that the link was still in the suture bearing area and attached to the posterior cuff, which remained in the posterior foot pocket consistent with a posterior needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.